Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl (22.2 mmol/l) while wearing the pod between 37 and 48 hours. The patient experienced increasing blood glucose levels for several hours and called the emergency services. As the patient was waiting for a call back, they noticed moisture and insulin in the pod window. When the pod was removed from the infusion site (unspecified site), the pod's cannula was found blocked. As treatment, a new pod was applied. The patient managed recovery at home without the need for medical intervention.